Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth bilaterally. During the same surgery, the patient was fitted with longer abutments.